Manufacturer narrative:
The customer indicated that the electrodes used during the event were discarded. The customer experienced four other similiar incidents, which were reported under medwatch numbers: 1220908-2004-01879, 1220908-2004-01880, 1220908-2004-01885, 1220908-2004-01888.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) with electrodes, the device displaced a "no pads attached" message. The electrodes were then removed and reapplied to the patient. The device charged adn discharged, however, arcing from the electrode was observed. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the electrodes used during the event were discarded.